Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of coyote es balloon catheter with a stopcock. There was blood and contrast in the inflation lumen and balloon. Magnified inspection of the balloon revealed a 11mm longitudinal tear on the distal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mmx40mmx146cm coyote¿ es balloon catheter was advanced for dilatation. However, during the 1st inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.